Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones and presented with a monitoring voltage of 2.76v. It was reported that within 24 hours it started to beep and the monitoring voltage was 2.7v with a charge time of 21 seconds.